Event description:
Our (B)(4) affiliate was informed of the event on (B)(4) 2013. The patient (pt) reported that on (B)(6) 2013, she inserted 1 day trueye (te) lenses in the morning and by that evening developed pain and redness in the right eye (od), which persisted after cl removal. The patient was seen the following day by her eye care professional (ecp) and diagnosed with a corneal infection od. Further follow-up with the ecp revealed the patient presented complaining of severe pain and redness od. The patient was diagnosed with a corneal ulcer and keratoconjunctivitis. The patient had corneal ulcer at the superior part of the cornea od, about 2mm away from the pupil, totally off pupil. The patient's corrected va od was 1.5 ((B)(4)). The patient's va was not affected. The ecp also noted faint corneal opacity od. The patient was prescribed cravit and bestron eye drops 5 times/day each, proranon eye drops tid and tarivid eye ointment hs. The patient returned for follow-up on (B)(6) 2013. The patient's od redness nad pain had resolved. The patient still had corneal opacity od, which will be likely to persist for a while. The patient's cornea od was almost clear but still partly stained with fluorescein. The patient was instructed to continue to apply the eye drops. The patient returned for follow-up again on (B)(6) 2013. The ulcer was fully healed and the patient was allowed to resume cl wear. The ecp stated that the ulcer might have been infected by gram-positive strain but that it is difficult to say since no cultures were performed. The ecp determined that this event was not serious and it is unknown whether this event was cl-related since the ecp did not check the cl in question.

Manufacturer narrative:
Twenty three sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.